Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that three syringe 10ml ll experienced foreign matter contamination. The customer stated, "the mother is about to flush her son¿s catheter ¿ he is on tpn ¿ and when preparing the posiflush for connection to the maxzero on his catheter, she discovers a little plastic piece in the front of the syringe tip. She is absolutely sure it would have broke off and been injected to her son¿s vein if she had not discovered the little flake of plastic. Of a sheet with 5 posiflush syringes, 3 of them had exactly the same problem ¿ the 4th and 5th seemed ok. So, 3 out of 5 in the same box had a severe problem. She was very upset about this and was sure she could have killed her son if she had continued the flush and inserted the unwanted plastic object into his body. She has kept the 3 syringes and will send them to our office right away. She has reported the incident to the pharmacy that supplies her ((B)(6) pharmacy), and I assume they will contact me too, but I chose to report this immediately. The pharmacy also got pictures of the syringes, I¿m trying to get hold of the picture, too. Monday evening I got an sms from the same mother telling that she has now checked at least 3 different boxes ¿ but all from the same lot, and have found many syringes with the same problem. She needs new supplies from a different lot, but I¿ve told her I can¿t supply her and that she has to contact her pharmacy for new supplies. I have not been approached by the pharmacy at all, even if she says she has contacted them and given them pictures of the affected syringes. She means we should do a recall of the batch."

Manufacturer narrative:
Per received email, this MDR has been identified as a duplicate of a previously submitted complaint with manufacturer repot # 9616657-2019-00146, and patient identifier (B)(6).

Event description:
It was reported that three syringe 10ml ll experienced foreign matter contamination. The customer stated, "the mother is about to flush her son¿s catheter ¿ he is on tpn ¿ and when preparing the posiflush for connection to the maxzero on his catheter, she discovers a little plastic piece in the front of the syringe tip. She is absolutely sure it would have broke off and been injected to her son¿s vein if she had not discovered the little flake of plastic¿ of a sheet with 5 posiflush syringes, 3 of them had exactly the same problem ¿ the 4th and 5th seemed ok. So, 3 out of 5 in the same box had a severe problem. She was very upset about this and was sure she could have killed her son if she had continued the flush and inserted the unwanted plastic object into his body¿. She has kept the 3 syringes and will send them to our office right away. She has reported the incident to the pharmacy that supplies her (boots pharmacy), and I assume they will contact me too, but I chose to report this immediately. The pharmacy also got pictures of the syringes, im trying to get hold of the picture, too. Monday evening I got an sms from the same mother telling that she has now checked at least 3 different boxes ¿ but all from the same lot, and have found many syringes with the same problem. She needs new supplies from a different lot, but I¿ve told her I cant supply her and that she has to contact her pharmacy for new supplies. I have not been approached by the pharmacy at all, even if she says she has contacted them and given them pictures of the affected syringes. She means we should do a recall of the batch."